Event description:
Dr had to use an anterior chamber lens due to a capsular bag tear.

Manufacturer narrative:
The evaluation of the returned iol confirmed that the lens was within specs. There was no indication from the reporting facility that the torn capsular bag was caused by the iol.